Event description:
The customer states that the AED algorithm called for a shock on several analysis, on a pt in asystole. The pt expired.

Manufacturer narrative:
(B)(4): a follow up report will be submitted after philips obtains more info concerning this event.